Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely due to capture management inappropriately adjusting the right ventricular (rv) lead output. The device was explanted and replaced. No patient complications have been reported as a result of this event.